Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for infection, polyethylene wear noted on tibial insert.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions about the reported infection; however, infection after approx. 1 year implantation is unlikely to be product related. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.